Manufacturer narrative:
Insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Insulin pump was received with a normal operating current. Insulin pump was monitored for several hours and no unexpected failed battery test or failed battery alert noted. Also, no back light anomaly, audio anomaly or absence of alarm and excessive no delivery alarm noted during the testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly. Customer's blood glucose level was unknown. Customer states insulin pump had alarm sound diminished. Customer also report that insulin pump had unexplained no delivery alarm and insulin pump rejects new batteries. Customer declined troubleshooting. The insulin pump will not be returned for analysis.